Event description:
It was reported on (B)(6)2010, a patient had a carotid percutaneous transluminal angioplasty (pta) procedure and an angio-seal was selected for closure at the left femoral arteriotomy following a pre-deployment angiogram. The arteriotomy access for this pta procedure was reported as difficult, low, and an incomplete puncture stick access. Hemostasis was achieved in the cath lab, but hours later, the patient reported pain at the puncture site. The following days while in the hospital, the patient developed strong leg pain and the physician performed an ultrasound, which revealed a pseudoaneurysm. On (B)(6)2010, the patient was seen by a vascular surgeon. The artery was fragile and thin. The vascular surgeon reported that the suture and anchor were affixed to the wall of the pseudoaneurysm. The patient was kept longer in the hospital due to the complications related to the pta procedure. The patient has a medical history of peripheral vascular disease and hypercholesterolemia. The patient recovered well and was discharged from the hospital on (B)(6)2010.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.